Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 75 year old male with acute myocardial infarction and cardiogenic shock, in a pre support clinical state consistent with scai shock stage e, underwent escalation of mechanical circulatory support following cardiopulmonary arrest (cpa). The patient experienced prolonged CPR for over 90 minutes using a lucas device, achieving return of spontaneous circulation (rosc). Initial support with ECMO and iabp was escalated to impella 5.5 (sn (B)(6)) due to ongoing hemodynamic instability and neurological findings. After impella insertion, cardiac tamponade was identified. The right ventricle remained severely impaired, and the left ventricle was unable to generate adequate output even with impella support. Despite continued management, cardiac recovery was not anticipated, and the patient expired on (B)(6) 2026, due to multiple organ failure. Based on the available information, including physician assessment, the reported events of cardiac tamponade, hematoma formation, and subsequent deterioration were attributed to prolonged mechanical CPR and not to the performance of the impella 5.5 device. The patient¿s death was associated with underlying critical illness and multi organ failure rather than impella related complications. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock and 90 mins of CPR using lucas device.

Manufacturer narrative:
Added: d3. Corrected: d4 (catalog & serial). (Cardiac tamponade/ hematoma) : the cause of the injury was not determined due to insufficient clinical details.